Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, the audible signal (which indicates when the console is delivering energy) is very low. The complainant added that adjusting the volume knob does not help. There were no reported issues with the unit's output. The physician was able to successfully complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.